Manufacturer narrative:
(B)(4). Concomitant medical product: articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 12 mm height, catalog # 00596203212, lot# unknown; all poly patella size 35 mm dia. Standard 9.0 mm thickness, catalog# 00597206535, lot# unknown; femoral component option size e left compatible with lps-flex prolong, catalog# 00596401551, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 02347, 0001822565 - 2017 - 02348, 0001822565 - 2017 - 02349, 0001822565 - 2017 - 02354.

Event description:
It was reported that patient had a nerve block procedure three years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2017 - 00268